Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain and shocking stimulation around the pocket site. The leads had migrated slightly from their original position and confirmed via x-ray. Reported a recent fall and was not providing effective therapy. As such, surgical intervention was undertaken on (B)(6) 2024, during which both the leads were revised by pulling them down and ipg was replaced with a new one, thereby restoring effective therapy.